Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the femoral artery in a 84-year-old male patient on extracorporeal membrane oxygenation (ECMO) prior to support. The impella was inserted for ventricular support for a bailout of a protected percutaneous coronary intervention (pci). The patient¿s comorbidities were unknown. One week later, a retroperitoneal hemorrhage was detected on computed tomography (CT) scan. The patient went to interventional radiology, but the cause of bleeding could not be identified, leading to palliative care. The activated clotting time (act) was 160-180. Eight days after impella insertion, the patient expired on support. The impella functioned at p-5 as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. The impella is conservatively being reported for death; however, was attributed to multi-organ failure.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.